Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation confirmed a single occurrence of system fault 74 and it was not reproduced during performance testing. Based on all evidence available and previous investigations of similar complaints, the reported system fault is most likely due to a software issue. The device software was updated to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) indicating a software task fault. There was no patient injury reported as a result of this incident.